Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under deliver anomaly due to buttons not responding.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose at the time of incident was 347 mg/dl and current blood glucose was 140 mg/dl. The customer was treated with the manual injection and insulin pump. Troubleshooting was done for high blood glucose and under delivery. The drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering due to high blood glucose level. The insulin pump will be returned for analysis.